Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08740 inches. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the care link pro report. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 580 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer allege insulin pump was under delivering because the reservoir isn't moving. Customer reported that the drive support cap was damaged and loosed. Customer expressed symptoms as nausea, vomiting and abdominal pain. Customer declined troubleshooting for low blood glucose as well as high blood glucose and motor error. The insulin pump will be returned for analysis.